Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. Additional observation not reported was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.18" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had the tan casing missing and the instrument was burning. The procedure was completed with no reported injury.